Manufacturer narrative:
There were two batches reported due to two stents being implanted. 22367322 and 22348857 were the reported batches. The complainant was unable to confirm the correct device lot number of the stent that migrated; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not used past expiry. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that two contour ureteral stents were implanted in a bilateral retrograde and bilateral ureteral stent insertion procedure performed in the right ureter for treatment of right renal calculus on (B)(6) 2018. According to the complainant, post procedure, one of the stents was reported to have came out entirely. It was reported that the patient had urinated one of the stents entirely out of her body. No additional procedure was done until the next week, as scheduled. There were no patient complications reported as a result of this event, and the patient condition at the conclusion of the procedure was reported to be good.